Manufacturer narrative:
A beckman coulter fse (field service engineer) assisted the customer with troubleshooting over the phone. The customer reported that the probe wipe was not coming all the way down and the fse determined that the ball bearing slide may be causing the issue. The fse ordered a new ball bearing slide assembly and visited the customer's laboratory to replace the ball bearing slide assembly and resolve the issue. Repair was verified per established procedures and results met published specifications. Results code: failure mode of the leak is attributed to the ball bearing slide assembly on the probe wipe module. (B)(4).

Event description:
The customer reported a blood and diluent leak of approximately 1 ml from the probe of the lh 500 hematology analyzer. The customer indicated that the instrument did not generate any error messages for this event and the leak was contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.